Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 75% stenosed target lesion located in the moderately tortuous mid left anterior descending artery. There was no vessel calcification. After pre-dilation, a 2.5x28mm promus element stent was advanced and deployed at 12 atms x 2 inflations. The physician then advanced a non-bsc ivus imaging catheter, but the catheter was unable to cross the lesion. The physician noted resistance "as if the catheter caught on the proximal portion of the stent", stent deformation was noted and the stent was shortened by 4mm. The 2.5mm promus element stent was then post dilated with a 3.0mm and 3.5mm balloons. Post-ivus was performed to complete the procedure. No further patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).